Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and psychological trauma ("psych injury"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the device dislocation and psychological trauma outcome was unknown. The reporter considered device dislocation, pelvic pain and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: previously reported event injury updated to new event pelvic pain. New events added- psych injury, migration. Case became serious incident. Removal date added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.